Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300+ mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels and the pod leaking during wear, patient realized the cannula had not properly inserted in the infusion site (abdomen). As treatment, a manual injection of insulin (10 units) was delivered.